Event description:
The customer reported an uncontained clear leak of 16 ounces (fl. Oz.) From a coulter lh 780 hematology analyzer while zapping the apertures. No error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found no differential (diff) results and flow cell errors. He also found the delivery line from diff blood segment valve, cvl85/126, through pinch valve, vl65 to the diff mix chamber, vc25, was plugged. He replaced the delivery line and the instrument ran without any leaks or errors. The repairs were verified per established service procedures. (B)(4).